Event description:
It was reported that a revision surgery was performed on the left hip due to pain and elevated metal ion levels, metal stained fluid and metallosis.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew, or its employees caused or contributed to the potential event described in this report. - attachment: [197710 summary.pdf]

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, all of the parts were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. An MRI indicated a possible pseudotumor. A bone scan suggested reaction of the femoral stem. An office visit noted that the patient ¿does a lot of heavy work, and I think this is stress overload¿. The revision intraoperative report indicated yellowish liquid with some brown tip that looked like metal stained fluid. There was some dry, granulating tissue around both femoral neck and the inferior portion of the hip, suggestive of some type of metal reaction. There is a cyst of metal stained tissue in the inferior central acetabulum. It cannot be determined to what extent the patients¿ stress overload had on his pain and clinical status. The reported elevated cobalt and chromium levels, noted intraoperative findings of pseudotumor and stained material are consistent with findings associated with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause cannot be confirmed. All the released devices involved met manufacturing specifications at the time of production. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.